Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing separated from the cartridge. Customer¿s blood glucose(bg) level was over 600 mg/dl with trace ketones. Customer delivered manual injections to treat elevated bg. No additional patient or event information available.